Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during post-use inspection of the cardiosave hybrid intra-aortic balloon pump (iabp) a display was flickering and had a noise across the entire screen. There was no patient involvement reported.